Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that customer replaced the motor control (mc) board to resolve the issue. The device wase returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a 3.3 volt (v), and 5 v alarms. The device was not in clinical use when the issues occurred. No patient or user harm reported. The customer reported that during the start up of the device, error codes "3.3 v supply failed", and "5v supply failed" were observed. The investigation is ongoing.